Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. Track wise ID.

Event description:
As stated by the customer on the: (B)(6) 2010. The carer took the client to the toilet with the sara power. The resident was 10cm above the toilet when the back sling of the sara came loose. The knot in the cord that connects the back sling to the black triangle (sling connector) came loose. The cords of the sara are not the same lengths and years of use shows. It is not known if the (B)(4) (service provider) has carried out a load test recently following a service, or how they control the connection of the cords. The patient was able to hold onto the sara, has good hand and arm functions so the sara is the right device in this case. (B)(4).